Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) on march 27, 2008 alleging a battery indicator on their one touch ultra meter. The pt did not want to further troubleshoot with the lfs representative and disconnected the call. A medical affairs specialist (mas) contacted the pt on april 7, 2008; however, the pt disconnected the call once, mas mentioned that she was calling from lfs. Therefore, this complaint was classified based on the info provided during the initial call. The pt mentioned that she had a battery indicator on her one touch ultra meter. It is unk when the issue first occurred; however, sometime after the issue began, the pt felt shaky, tired and sleepy. The pt was unable/unwilling to verify whether she was tested on another device or whether she received any medical intervention due to the alleged issue. The pt has not changed the battery per the owner's manual and the meter is not a new product (out of box). No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, how long symptoms lasted, and whether or not the pt received any medical intervention due to the alleged issue. The complaint is being reported, since the pt claimed she had symptoms that can be associated with severe hypoglycemia after the alleged issue with the meter.